Event description:
(B)(4). Initial report: this case was reported by a division of evidence based medicine in dermatology via the (B)(4) health authority. This group is conducting an injectable filler safety - study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(4) areas of europe. This case involves a (B)(6) female pt. In 2000 and (B)(6) 2005 the pt had been treated with poly-l-lactic acid (sculptra, batch-no. Unk). In (B)(6) 2006 the pt suffered from formation of nodules at the injection area (glabella). Outcome: no improvement on the date of report. Corrective was not necessary. Assessment (from (B)(4)): the event was probably related to treatment with poly-l-lactic acid. Addendum for follow-up received 05-sep-2008. (B)(4): batch record review without hint to root cause no faults, defects, damages detectable.